Event description:
It was reported that in-stent restenosis occurred. The patient was enrolled in the imperial study on (B)(6) 2016, and the index procedure was performed on the same day. The target lesion one was located in the right leg proximal superficial femoral artery (sfa) extending to mid and distal sfa with 90% stenosis and was 190 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00mm and was classified as tasc ii c lesion. Target lesion one was treated with placement of a 6x100mm and 6x150mm study stents. Following post-dilatation, the residual stenosis was 0%. Post index procedure, an embolus was noted in the peroneal artery which was treated with aspiration thrombectomy. On (B)(6) 2019, the patient underwent lower arterial duplex abi that revealed in the right, moderate velocity increase of the right proximal sfa, hemodynamically significant stenosis of the right proximal sfa with velocities measuring up to 376 cm/sec. In the left, normal ankle pressure index of the left lower extremity and no evidence of significant arterial insufficiency at rest of left lower extremity. On (B)(6) 2019, the patient presented for a follow up regarding peripheral vascular disease, who had developed recurrent claudication. The patient was planned for the intervention on a later date. On (B)(6) 2019, the patient visited the hospital for the scheduled intervention and subsequently, aortogram with bilateral iliofemoral runoff was performed that revealed patent infrarenal aorta, bilateral common iliac, internal iliac and external iliac arteries without significant stenosis. Right lower extremity angiogram was performed that revealed patent right common femoral and profunda arteries and multiples areas of in-stent restenosis of the two overlapping stents that were implanted during the index procedure. On (B)(6) 2019, 1031 days post index procedure, in-stent restenosis noted in the right sfa was treated by performing a balloon angioplasty with 6mm balloon. Post balloon angioplasty, there was one short segment of in-stent restenosis in the mid to distal portion which was treated with athrectomy (tvr). Additionally, laser athrectomy using laser athrectomy catheter balloon angioplasty using lutonix drug coated balloon was performed for three minutes with excellent angiographic result and 0% residual stenosis. Additional information reportd that the lesion stenosis seen on (B)(6) 2019 was 50%. The event was considered recovered and resolved.

Event description:
It was reported that in-stent restenosis occurred. The patient was enrolled in the (B)(6) study on (B)(6) 2016, and the index procedure was performed on the same day. The target lesion one was located in the right leg proximal superficial femoral artery (sfa) extending to mid and distal sfa with 90% stenosis and was 190 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00mm and was classified as tasc ii c lesion. Target lesion one was treated with placement of a 6x100mm and 6x150mm study stents. Following post-dilatation, the residual stenosis was 0%. Post index procedure, an embolus was noted in the peroneal artery which was treated with aspiration thrombectomy. On (B)(6) 2019, the patient underwent lower arterial duplex abi that revealed in the right, moderate velocity increase of the right proximal sfa, hemodynamically significant stenosis of the right proximal sfa with velocities measuring up to 376 cm/sec. In the left, normal ankle pressure index of the left lower extremity and no evidence of significant arterial insufficiency at rest of left lower extremity. On (B)(6) 2019, the patient presented for a follow up regarding peripheral vascular disease, who had developed recurrent claudication. The patient was planned for the intervention on a later date. On (B)(6) 2019, the patient visited the hospital for the scheduled intervention and subsequently, aortogram with bilateral iliofemoral runoff was performed that revealed patent infrarenal aorta, bilateral common iliac, internal iliac and external iliac arteries without significant stenosis. Right lower extremity angiogram was performed that revealed patent right common femoral and profunda arteries and multiples areas of in-stent restenosis of the two overlapping stents that were implanted during the index procedure. On (B)(6) 2019, 1031 days post index procedure, in-stent restenosis noted in the right sfa was treated by performing a balloon angioplasty with 6mm balloon. Post balloon angioplasty, there was one short segment of in-stent restenosis in the mid to distal portion which was treated with arthrectomy (tvr). Additionally, laser arthrectomy using laser arthrectomy catheter balloon angioplasty using lutonix drug coated balloon was performed for three minutes with excellent angiographic result and 0% residual stenosis.